Event description:
Customer reportedly received results of 529 mg/dl on the advantage system and 174 mg/dl on a professional's meter within 10 minutes. No high blood symptoms reported. The discrepant results were obtained at the physician's office. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.